Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.e1b event site name: (B)(6); h3 other text : device not returned to manufacturer.

Event description:
On 7th december 2023 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. According to initial information, cuts related to issues with the connector between the suspension arm and the spring arm occurred which could lead to failure of both headlights at the same time. The malfunction was discovered by user. To date the circumstances of the issue are unknown. However, considering the worse case scenario we decided to report the issue in abundance of caution as an extinction of both lightheads during a procedure may cause serious injury. The above-mentioned issue was already reported under manufacturer¿s reference number: (B)(4); (report number: 9710055-2023-00973). However, on 7th february 2024, it has been confirmed that the headlights belonged to two separate devices, therefore, additional report deems required.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop 400. According to initial information, cuts related to issues with the connector between the suspension arm and the spring arm occurred which could lead to failure of both headlights at the same time. The malfunction was discovered by user. To date the circumstances of the issue are unknown. However, considering the worse case scenario we decided to report the issue in abundance of caution as an extinction of both lightheads during a procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. In 2017 and after several cases reported, a modification plan was engaged after technical investigations showing that depending on tolerances of several mechanical parts a bad electrical contact could occurred between the spring arm and main arm leading to a risk of light blinking when manipulating the spring arm, the fact that both lights are involved at the same time is quite impossible. The modification took place in our production line in november 2017, so later than the manufacturing of the product involved in this case. A kit of washers (ard368843555) is available as spare part to solve such issue on the field, and this is what was done about this case. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of d1 brand name deems required. This is based on the internal evaluation. Previous d1 brand name volista standop. Corrected d1 brand name standop volista®. The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog#: ard568821960, corrected d4 catalog#: blank. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.

Event description:
Manufacturer's reference number: (B)(4).